Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/30/2019. The field service engineer (fse) could not duplicate the reported issue. Fse performed tests and all passed. Performance verification tests passed. Unit is ready for clinical use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported airflow out of tolerance and check valve failure. There was no patient involvement.